Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the doctor was unable to remove the patients old stimulator was 25 years ago +/- 1992. The steps that were taken at the time was a pump implantation. The patient stated that they asked the healthcare provider (hcp) to remove the hardware, but they stated that it was scarred in and would be too difficult to remove. No other steps were taken to remove the hardware. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3487a, lot# l32704, implanted: (B)(6) 1994. Product type: lead, product ID 7495-51, serial# (B)(4). Implanted: (B)(6) 1994. Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator. It was reported that the healthcare professional left hardware from other spinal cord stimulation systems in the patient. The patient stated that they couldn't remove the old product stimulator hardware. The patient said she could feel the product through the skin for 20 years. No further complications were reported/anticipated.